Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Medical records were requested but were not provided for review. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The product labeling specifically states "do not use excessive force to advance or withdraw the catheter when resistance is encountered". The root cause based on the event description and the photo that was returned appears most like to be the result of an inexperienced physician that appears not to have fully recovered the release sleeve into the catheter sheath before attempted removal of the device. The release sleeve then appears to have been caught within the anatomy or another device. There were no medical images received for review and no device was returned for analysis

Event description:
It was reported that during an implantation of an infrarenal aortic extension, removal difficulties were experienced with the delivery system, resulting in dissection of the iliac artery. Reportedly, the physician had a fellow doctor in-training during this procedure. The primary physician deployed the aortic extension without issues and had the fellow physician take care of the system removal portion of the procedure. During system removal, the device was hard to be removed and a cut down was needed to remove the device. A dissection of the iliac artery occurred as a result of the removal issues. The dissection was treated with a competitor covered stent. The patient was reported to be doing well. Upon device removal, it was noticed that the aortic extension's ptfe was bunched up at the distal end. The physician believes it is possible that they did not engage the control knob all the way resulting in the ptfe not being fully retracted into the sheath for a safe removal. It was felt to be a technique issue.